Event description:
Ob patient had an effective block but then developed bradycardia and had to be coded. Patient is okay at this time.additional information received from the facility indicated that the patient is doing well and suffered no further adverse sequela associated with this incident.